Manufacturer narrative:
(B)(6) the actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device ran by itself and had liquid residues which might have the unintended motion. Therefore, the reported condition was confirmed. However, the assignable root cause was undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that battery reamer/drill device had an unspecified malfunction. It was further determined that the device failed the following pre-tests: check attachment coupling, check battery casing coupling and functional test. During in-house engineering evaluation, it was determined that the device ran by itself as soon as the battery was inserted (without pressing the trigger), even when the mode switch was in the "lock" position and there was liquid residues which might have caused unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The alert date was documented as mar 10, 2015 in the initial report. The alert date has been updated as mar 10, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.